Manufacturer narrative:
Investigation found that the clutch spring failed to deployed due to the spring latch not releasing it. The spring latch was observed to be misaligned which resulted in the clutch spring not deploying. The failure of the clutch spring to deploy due to the spring latch being misaligned prevented insulin from being delivered properly. The formed needle was identified as the source or blockage and was attempted to be cleared with the soldering iron and then was soaked in hot water for 30 minutes. The blockage could not be cleared. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 19.8 (mmol/l (356.4 mg/dl) while wearing the pod between 4 and 24 hours on the arm. As treatment, a new pod was placed.